Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: the 0158, lead implanted (B)(6) 2003. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to early battery depletion. It was also reported that the left ventricular (lv) lead had exhibited high thresholds and no capture in certain pacing configurations. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.